Event description:
It was reported that the pt has been experiencing more "off time" which has been steadily increasing since early december. It is unknown if it is device related or the progression of his parkinsons disease. It was also reported the pt has been experiencing some falling incidences. No dates or injuries were reported. See MFR report # 3004209178-2008-04431. Additional info has been requested but was not available on the date of this report.